Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g there was a blockage. There was no report of patient impact. The following information was provided by the initial reporter: customer called asking if investigation on prior complaint (B)(4) included two other lot numbers. Prior complaint didn't appear to have any other lot numbers so documented new complaint.needle sftygld 25x1 rb are preventing draw up of medication as well as no medication flowing through the needle after the needle is attached. No patient harm or injury no delay in treatment was noted.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 22-jun-2023. H6: investigation summary: one hundred forty-six samples were provided to our quality team for investigation. Fifty samples were randomly selected for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Forty-eight samples expelled the solution with a normal flow. Two samples did not expel the solution; these needles are clogged. A device history record review was completed for provided lot number 2024137. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g there was a blockage. There was no report of patient impact. The following information was provided by the initial reporter: customer called asking if investigation on prior complaint ((B)(4)) included two other lot numbers. Prior complaint didn't appear to have any other lot numbers so documented new complaint.needle sftygld 25x1 rb are preventing draw up of medication as well as no medication flowing through the needle after the needle is attached. No patient harm or injury no delay in treatment was noted.